Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen cracked after the pump fell out of the customer pocket while they were riding a bike and was ran over by a car. Additionally, an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had humalog as alternate insulin therapy.